Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was advised to re-link the sensor and re-linking was completed successfully. After a re-link, the system is working within expectations, according to review by next level of support. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 27 april 2025, senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report 25 july 2025. G3. Date received by the manufacturer? 25 july 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.